Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was recently 590 mg/dl and 420 mg/dl. The patient treated via manual insulin injection on both occasions. The patient also treated a reading of 482 mg/dl via insulin pump bolus. The patient felt lightheaded as a symptom of the hyperglycemia. During troubleshooting the insulin pump was able to prime without incident. The infusion set cannula and tubing were not bent or kinked. The insulin pump was not returned for analysis.